Event description:
The patient reported his blood glucose measured 212 mg/dl at 9:30 am on (B) (6) 2010. He ate and bolused 10 units of insulin through the infusion device. At 12:30 pm his blood glucose was still elevated and he bolused 10 units of insulin through the infusion device. The patient's blood glucose remained elevated and he bolused 10-12 units of insulin at 1:30 pm and 15 units of insulin at 3:00 pm. Between 4:00-7:00 pm his blood glucose measured 1036 mg/dl and he was taken by ambulance to the hospital and admitted. On (B) (6) 2010, the patient reconnected to the infusion device and his blood glucose elevated to 400 mg/dl. He changed the infusion set and his blood glucose remained elevated. He discontinued use of the infusion device at 5:00 pm. The patient's normal blood glucose level is 150 mg/dl. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.